Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding this system alarm. The hp stated that she had informed her nurse about the incident and that she continues to use the homechoice for therapy to date. The hp confirmed there was no injury or harm as a result of this incident. No allegations were made against any of the patient?s dialysis products. An engineering quality review was completed for this report for a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable after the spike came out of the supply bag. The hp stated a spike came out of a bag. The lot number is unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 2 of 5. The hp stated a spike came out of a bag. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The tsr then instructed the hp to cycle power to the machine. The tsr then advised the hp to start over using new supplies. No further information is available.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.